Manufacturer narrative:
The investigation is ongoing.

Event description:
As reported by our affiliates in (B)(6), during implant of a 26mm sapien 3 ultra valve in the aortic position using transfemoral approach, there was difficulty advancing the delivery system through the esheath. The delivery system was not more than 15cm advanced into the sheath when high force was necessary. Fluoroscopy showed the esheath liner was torn. It appeared the tip of the delivery system was in the proximal end of the sheath, but the rest of the system was bent outside of the esheath. During the withdrawal of the delivery system, the iliac artery was perforated. It was not possible to withdraw the delivery system, valve, and esheath. A 20 mm balloon was used to block the a. Descendes above the bifurcation and the patient was sent to surgery. At the time of the report, the patient was stable. The patient did not receive a valve.during predecontamination evaluation of the returned device, multiple struts were observed to be bent outward on the valve. A liner strand 1.5cm in length and branching off of the liner tear was found.

Manufacturer narrative:
This is two of two manufacturer reports being submitted for this case. This report represents the valve used in this case. Please reference related manufacturer report 2015691-2021-04603. The imagery was provided by the complaint site and it was observations that the patient had a torturous access vessel. The devices were returned to edwards lifesciences for evaluation. During visual analysis it was observed multiple struts were bent outwardly at the inflow. All the struts were exposed through the skirt, which is considered normal after crimp and use. The valve was expanded and it was observed the frame was distorted/canted. Bent struts at the inflow were corrected. All struts remained expose through the skirt, which is considered normal after crimp and use. The leaflets were wrinkled and dehydrated due to storage condition (prolong crimping) during the return handling process. No functional or dimensional testing was performed due to device return condition (frame distorted/canted). DHR (device history record) review did not reveal any manufacturing nonconformance that would have contributed to this complaint event. Review of lot history revealed no other similar complaints. The IFU for commander delivery system, device preparation training manual, and procedural training manual were reviewed for instructions/guidance for preparation and use of the devices. Per the procedural training manual, vascular access: access characteristics that would preclude safe placement of the sheath such obstructive calcification, severe tortuosity, or vessel diameter less than the minimum recommended should be carefully assessed prior to the procedure. Delivery system insertion through sheath: correctly orient delivery system and check position before insertion. Orient the delivery system with the flush port pointing away and the edwards logo facing up. Ensure delivery system is locked in default. If working length is insufficient, peel away the loader tube and remove while maintaining delivery system and wire position. Insertion force through the partially expandable portion can be higher than the push force through the fully expandable portion. In expectation of high friction, use short movements and push delivery system closer to sheath hub. Push force can vary due to angle of access and insertion, thv size, vessel diameter, tortuosity and degree of calcification. Following proper valve crimping technique and ensure valve is delivered as straight as possible. Be careful to not bend the proximal end of the sheath when inserting the delivery system through the sheath. If push force is too high or valve is initially stuck, zoom in and rotate the c arm to ensure valve and sheath are not damaged. If damaged, retract valve in sheath slightly. Remove valve and sheath together as single unit and replace. If push force is high, consider slightly pulling back the sheath 1 to 2 cm while advancing the thv/delivery system. If push force is too high or valve is still stuck, remove valve and sheath together as a single unit and replace. Do not over manipulate the sheath at any time. Caution: the thv should not be advanced through the sheath if the sheath tip is not above the renal arteries. Vascular complications: successful management of vascular complications depends on being prepared. First priority should be controlling bleeding through endovascular techniques. Aortic occlusion balloon. Liac occlusion balloon. Reinsert dilator. Do not reinsert sheath if removed. Repair can be performed surgically or with endovascular techniques. Surgical instruments should be available. Consider vascular surgery. Physicians experienced with endovascular techniques for treatment of iliac and aortic disease should be available. No IFU/training deficiencies were identified. During manufacturing, the valve frame and components are inspected several times throughout the manufacturing process. These inspections performed during manufacturing process and testing performed during product verification support that it is unlikely that a manufacturing non-conformances contributed to the reported events. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint was confirmed through the device evaluation. No manufacturing nonconformance were identified. Review of the DHR, lot history and manufacturing mitigations did not provide any indications that a manufacturing nonconformance would have contributed to the complaint. A review of IFU/training materials revealed no deficiencies. Per the report, while advancing the commander delivery system through the esheath, resistance was encountered when approximately 15cm into the esheath. Per imagery review, the patient had torturous access vessels. Per the training manual: push force can vary due to angle of insertion, vessel diameter, tortuosity and degree of calcification. The presence of tortuosity can create a challenging pathway during the delivery system (with crimped valve) inserted through the sheath, and it could lead to high resistance and push force. So, if excessive force was applied to overcome the resistance, it can lead to bent strut as observed. These patient and procedural factors, in conjunction with the exposed apices of the crimped s3u thv, may increase the rate of the thv getting caught on the sheath, preventing further advancement. Available information suggests that patient factors (tortuosity) and/or procedural factors (excessive device manipulation may have contributed to the complaint event. The complaint for frame damage was confirmed. No manufacturing nonconformances were able to be identified. Available information suggests that patient factors (tortuosity) and/or procedural factors (excessive device manipulation) may have contributed to the complaint event. No labeling or IFU/training inadequacies were identified. A CAPA (corrective action preventative action) and pra (product risk assessment) was previously initiated.